Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The user reports that they contracted acanthamoeba keratitis in the left (os) eye after using the device. The user indicates they suffered from severe inflammation, eye pain, blurred vision, and photophobia and were treated with polyhexanide drops for six weeks. At ten weeks after the incident the eye is now recovering. Additional information was requested from the patient's eye care provider, specsavers. It is reported that two days prior to the incident the user had slept in the contact lenses and has not worn since but was experiencing symptoms or redness, soreness, and photophobia. The patient attended a walk in clinic on (B)(6) 2020 and was advised to use chloramphenicol and preservative drops. The following day the patient attended for care at the contact lens optician and presented with trace edema and staining of the superior epithelium. Patient was directed to follow-up in a day or attend eye hospital if the condition worsened. Patient has been under the care of (B)(6) since. Per the patient, the initial diagnosis was pseudomonas keratitis and the patient was prescribed antibiotics. When the condition did not improve further samples were taken and pseudomonas and acanthamoeba were identified and different medications prescribed. As of (B)(6) 2020, the patient was still under the care of the eye hospital as reported by the optician.